Manufacturer narrative:
On 9th october, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, corrosion occurred on the spring arm. There was no injury reported however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as the paint chipping leading to rust occurrence could be identified as a technical deficiency. Device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence device was being used for patient treatment. All maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th october, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, corrosion occurred on the spring arm. There was no injury reported however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.